Event description:
It was reported that the device battery depleted earlier than expected. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the device was pre/approaching elective replacement indicator.